Event description:
It was reported that an ilet pump repeatedly displayed alert 32, indicating a delivery motor communication error and prompting restarts despite multiple restarts by the user, with no reported impact on blood glucose. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement pump, instructions to shut down the original device to prevent further alerts, continuation of cgm use via the dexcom app or receiver, and guidance that device data would not transfer and startup would be required on the replacement. Investigation included collection of event details, troubleshooting, and arrangements for device return. Investigation of the returned device revealed a suspected communication malfunction involving the motor processor, consistent with a device component failure of the delivery motor communication pathway.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.